Manufacturer narrative:
Patient information - unknown. Reporter occupation - other; distributor inventory manager. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that the patient underwent a procedure performed on (B)(6) 2021, utilizing the reform pedical screw system. Upon final tightening of a reform lock screw, the lock-screw torque driver (39-rd-0060) tip broke. The broken tip was removed and the procedure was completed utilizing a second driver, readily available in the set. There was no patient injury and no significant delay to the procedure reported.

Manufacturer narrative:
H3 device evaluation - the returned driver was examined with the aid of a 5x loop. The driver's fractured surface is skewed relative to its longitudinal axis. A number of fracture planes exist on the low side of the fracture, and the remnant t25 hexalobe on the high side of the fracture are bent. It appears that high torque in conjunction with off axis loading was likely applied at some point during the device's use history. Prior high torque in combination with off axis loading could have initiated the fracture that subsequently manifested itself in this procedure. The cause cannot be ascertained from the complaint but is likely due to high torque in conjunction with off axis loading at some point during the device's history of use. The driver should always be used with a counter torque wrench to mitigate potential levering forces. Review of device history records found eleven (11) pieces of 12013ts were released for distribution on 6/30/2020 with no deviation or anomalies. Two-year complaint history review (1.25.2019-1.25.2021) found this to be the first report of this nature for the reported lot. Further review did not identify a trend for reports of this nature for the reported part number. No corrective actions are recommended at this time.

Event description:
It was reported that the patient underwent a procedure performed on (B)(6) 2021, utilizing the reform pedical screw system. Upon final tightening of a reform lock screw, the lock-screw torque driver (39-rd-0060) tip broke. The broken tip was removed and the procedure was completed utilizing a second driver, readily available in the set. There was no patient injury and no significant delay to the procedure reported.